Manufacturer narrative:
The pump passed the displacement test and self test. However, hardware low level failures alarm confirmed in the pump history file due to broken trace at u1 keypad assembly. The pump was received with broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewound process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.